Event description:
The complainant reported that an impella 5.5 pump met resistance during attempted delivery for 71-year-old male patient support. Following insertion, it was stated that the pump was unable to traverse the patient's tortuous vasculature. The 5.5 implant was aborted and an impella cp pump was subsequently placed for patient support. There was no patient harm.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the delivery issues- anatomy issue has been completed. The device was not returned for investigation. The cause of the delivery issue was most likely patient condition related.